Manufacturer narrative:
Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed in section d4 which is the us list number. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Gastrointestinal bleeding is a complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in japan underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. It was reported that the patient was hospitalized for gastrointestinal bleeding, specific location unknown. The status of the device is unknown.